Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility. Fse confirmed the reported issue and replaced the stator face assembly injection valve and rotor seal. The lines were flushed and debris in the large syringe cleaned. The fse then proceeded to run samples and quality controls (qc). The results for both were within acceptable range. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6-troubleshooting states: 200 area low error is generated when three successive results fall below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported issue was due to defective stator face assembly and rotor seal.

Event description:
On (B)(6) 2017, a customer reported getting 200 area low error on the g8 instrument. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.